Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical on (B)(6) 2024 in which the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's leads are fractured after multiple falls and the ipg is going to be replaced for an unknown reason. Surgical intervention is pending to address this issue.